Event description:
It was reported that a user of the ilet experienced a rapid increase in blood glucose overnight, reaching a meter reading of ¿high,¿ after which the user performed a full supply change and continued to monitor glucose. Symptoms included hyperglycemia. Outcomes included user self-management with device troubleshooting and education, including guidance to monitor for 60¿90 minutes and consideration of manual injections if glucose did not decline. Investigation included user-directed troubleshooting to assess infusion integrity and replacement of supplies. Investigation of this case revealed no identified device malfunction, leaking, or bent cannula, and the exact cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.